Manufacturer narrative:
B4: 02aug2021. Further investigation of the complaint led to the finding that there's no product malfunction. The customer was looking for preventative maintenance. This is not a reportable event.

Manufacturer narrative:
The device was not in clinical use, no patient or user harm reported.

Event description:
The customer reported unknown malfunction. The device was not in clinical use, no patient or user harm reported.